Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that the hcp had found patient complaints on several websites. One unknown consumer reported that their spouse had the device for about a year and suddenly felt a sharp debilitating pain shooting down the same leg as the device was on. After consulting with the healthcare provider (hcp) and doing x-rays, the hcp concluded that they must have injured themselves. The consumer stated that was garbage and they were there when the patient first started and there as no injury. The surgeon was adamant that it could not be the device. They spoke with the manufacturing representative (rep), on and unknown date, and they stated that because the patient is so thin, the device may be to close to the surface, but that did not explain why it took a year. The patient decided to turn the device off for about 2 days, which caused a reduction in the pain by about 90%. They were scheduled to have the device removed permanently the following day. There was no other information available at the time of the report. The implantable neurostimulator (ins) indication for use was not clear at the time of the report.